Event description:
It was reported that the basket on the ptd separated from the cable during the procedure. The pt was taken to the or for removal. Info suggests that the graft may have been damaged by this event.